Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported as severely tortuous, short in length aortic neck (6mm), and severe angulation of the aortic neck, 60 degrees. It was reported that there was a type 1 endoleak present post stent graft implant. The physician elected to implant a palmaz stent and the endoleak did not resolve. The physician coiled the aneurysm near the proximal aortic neck and the type I endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: endoleak. Conclusion: severely tortuous, short in length aortic neck (6mm), and severe angulation of the aortic neck, 60 degrees.